Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. It was also reported that the battery was depleting quickly and that the touch screen was difficult to see. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event and pump data for review; however, no response was received from the customer.